Manufacturer narrative:
The device history records for the hdf-3500 device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The hdf-3500 passed ¿out qat from heartsine technologies on the 27th october 2017. Upon receipt, the -ve terminal pogo pin felt less firm than the other pins and did not present a significant resistance when pressed, which indicated the spring within the pin had failed. Although the low battery fail was not replicated during the investigation, measurements taken during the investigation confirmed the failure of the pogo pin. The failed -ve pogo pin had resulted in a poor connection from the device to the pad-pak, leading to voltage fluctuations and the low battery fails on the 15th and 18th november 2019. The user would have been alerted with ¿warning, low battery¿ prompts alongside a flashing red status led and failure chirp, as per the reported faults. The measurable fault could not be replicated with a new -ve terminal pogo pin. This would confirm the failed pogo pin had caused the intermittent connection from the device to the pad-pak. It is the policy of heartsine not to refurbish devices which have been returned from the field after investigation, therefore this device shall be scrapped and replaced with a new hdf-3500.

Event description:
There was no patient involved in this event. The device was alleged to have a red lamp and beeping sound. When the power button is pressed the low battery prompt is given.